Event description:
This customer reported a failure to discharge via the device softkey. Energy was delivered successfully via external paddles. The device was being used in the manual mode and there was no negative pt impact per the customer.

Manufacturer narrative:
(B)(4). This customer reported a failure to discharge via the device softkey. Energy was delivered successfully via external paddles. The device was being used in the manual mode and there was no negative pt impact per the customer. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.